Manufacturer narrative:
Malfunction was reported. The ams800 occlusive cuff was visually inspected and functionally tested. No leak was found. It performed within specifications. The ams800 control pump was visually and microscopically inspected. No leaks were found. The control pump was unable to be functionally tested due to tissue contamination. Inspection of the remainder of the device presented no other damage or irregularities. The ams800 pressure regulating balloon was visually, and microscopically inspected. No leaks were found. The balloon passed the pressure test at 67.4 performing within product specifications. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Pump model- 72400098 lot sn- (B)(4) mfg date- 11/09/2018 exp date- 11/08/2023 gtin- (B)(4). Balloon model- 72400024 lot sn- (B)(4) mfg date- 10/25/2018 exp date- 10/24/2023 gtin- (B)(4).

Event description:
It was reported that due to the inability to activate the patient's device 6 weeks post implant the patient will have his artificial urinary sphincter (aus) removed on future date. The doctor stated that the operation and the post-operative period was without any complication. The device was tried during the surgery and then deactivated. Then the physician tried to activate the device after 6 weeks of the surgery but it was not successful. It was confirmed that the balloon is filled with fluid but the cuff is empty. Should additional information be received a supplemental report will be submitted. Additional information was received that this patient had his aus removed and replaced. A 4.5 cm cuff, pump, and balloon were implanted.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to the inability to activate the patient's device 6 weeks post implant the patient will have his artificial urinary sphincter (aus) removed on future date. The doctor stated that the operation and the post-operative period was without any complication. The device was tried during the surgery and then deactivated. Then the physician tried to activate the device after 6 weeks of the surgery but it was not successful. It was confirmed that the balloon is filled with fluid but the cuff is empty. Should additional information be received, a supplemental report will be submitted. Additional information was received that this patient had his aus removed and replaced. A 4.5 cm cuff, pump, and balloon were implanted.

Manufacturer narrative:
Pump model:72400098. Lot sn: (B)(4). Mfg date: 11/09/2018. Exp date-:11/08/2023. Gtin: (B)(4)8. Balloon model: 72400024. Lot sn: (B)(4). Mfg date: 10/25/2018. Exp date: 10/24/2023. Gtin: (B)(4).

Event description:
It was reported that due to the inability to activate the patient's device 6 weeks post implant the patient will have his artificial urinary sphincter (aus) removed on future date. The doctor stated that the operation and the post-operative period was without any complication. The device was tried during the surgery and then deactivated. Then the physician tried to activate the device after 6 weeks of the surgery but it was not successful. It was confirmed that the balloon is filled with fluid but the cuff is empty. Should additional information be received a supplemental report will be submitted. Additional information was received that this patient had his aus removed and replaced. A 4.5 cm cuff, pump, and balloon were implanted.